Event description:
It was reported that the patient had received a primary total shoulder on (B)(6) 2015 with a tm glenoid component. The component was implanted with backside poly cement. The patient returned with pain and it was determined that the glenoid implant had dissociated from the glenoid in the posterior shoulder. Early x-rays show that the component may have dislodged the day of surgery. The glenoid component was revised on (B)(6) 2015 with nothing reimplanted (as of this notification).

Manufacturer narrative:
The tm glenoid was manufactured, inspected and packaged within established process specifications. The mating component ( humeral head) was found to be compatible with the tm glenoid device that was implanted. An engineering review of the x-rays that were provided for this investigation illustrate an intact tm glenoid component with a misalignment between it and the prosthetic humeral head which would be consistent with the tm glenoid being dislodged from the boney glenoid as reported. The tm glenoid remained within the patient for approximately 8 weeks and upon removal, the photograph of the tm glenoid also reveals an intact device with remnants of what appears to be bone cement around its periphery which would be consistent with the hybrid cementing technique reportedly used. The hybrid cementing technique is per the surgical technique when implanted in the USA. The tm glenoid device itself does not appeared to have failed. This investigation is considered closed at this time; however, should additional information become available, this report will be updated.

Manufacturer narrative:
Investigation is in progress.